Event description:
The pt's spouse reported the neurostimulator battery depleted 2 yrs ago, but the physician moved and the pt is unable to locate another physician to remove the device. The spouse stated there is a red rash expanding out from the neurostimulator. The spouse also reported swelling, pain and stated the pt "can hardly walk." The spouse reported a dr appointment. Was scheduled. The MFR stated an allergy test kit is available if the physician feels it would be appropriate. No report of device explantation. The MFR has been unable to locate a physician for add'l info thus far. A supplemental MDR f/u report will be sent to FDA if add'l info is rec'd.